Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to failure of osseointegration and skin flap necrosis at the implant site resulting extrusion of the implanted device.